Manufacturer narrative:
Device reported as returned on previous follow up; added date returned. (B)(6). A manufacturing evaluation was completed: received 1 article of protection sleeve 12.0/8.0, part 03.010.063 for manufacturing investigation. Article shows traces of use (slightly scratched). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation, all relevant and significant characteristics like dimensions were checked and measured according to test instruction. All checked and measured characteristics are within the specifications. There are no references to the reported issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number was identified upon receipt of subject device and added. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 22.mar.2011, art 03.010.063 / lot 3700931, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a surgery for the femoral diaphyseal fracture was performed on (B)(6) 2015. To insert a nail, the surgeon attached the nail to the reported (B)(6) antegrade femoral nail (jafn) insertion handle, and then conducted the pre-use check to insert the jafn protection sleeve into the screw hole through the handle. However, the sleeve was stuck and could not be inserted into the hole. The surgeon tried to insert two (2) other sleeves, but was unable to do so. The surgeon substituted the reported sleeve and the cap of a 1cc syringe as the sleeve to perform the drilling, and a depth gauge and a screw were inserted without a sleeve. The surgery was successfully completed. There were no adverse consequences to the patient, but due to the event the surgery was delayed for thirty (30) minutes. This is report 2 of 3 for (B)(4).